Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all stations were on critical override, and existing patients are not transferring across stations. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter phone. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations showing critical override and existing patients were not crossing over. A technical support specialist (tss) remote smart service (rss) was unable to reach the app, rtp, or db servers due to connection timeouts. Fse contacted hospital information technology team (hit) and accessed the pyxis app server via rdp, though the session experienced repeated disconnections. The server was rebooted, and fse collaborated with the hospital network team to investigate ongoing connectivity issues. The customer confirmed the issue was resolved internally, and permission was granted to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were on critical override, and existing patients are not transferring across stations. The customer stated that this malfunction occurred while dispensing the medication to the patient. However, there were no adverse events or injuries reported based on this event.